Event description:
Per the clinic, the patient experienced swelling at the implant site. Subsequently, the patient underwent a revision surgery under general anesthesia on january 23, 2024 in order to remove the swollen tissue.

Manufacturer narrative:
This report is submitted on february 22, 2024.